Event description:
A 41 y/o male who had a laparoscopic nissen fundo. Attempted and converted to an open procedure in order to control a bleeding short gastric vessel. On post-op day #7, the pt underwent an exploratory laparotomy with splenectomy. An ethicon 5mm lcs was used during this procedure.